Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and bleeding lcd glass.

Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump was cracked and the lcd screen was hard to read because it was bleeding. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.